Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. The unit functioned properly. The following physical damage was noted: minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for 6 days, 3 of which were spent in the ICU, due to diabetic ketoacidosis. The customer stated that the heat may have denatured her insulin. The patient's blood glucose exceeded 500 mg/dl at the time of incident. The customer had passed out and ems took her to the hospital. Her blood glucose at the time of call was 102 mg/dl. The customer had been treated via insulin and IV drip. Additionally, the customer mentioned that the dome label sticker fell off for about a month, and that the heat and humidity may have caused the damage. The customer was at work at the time of call, and she was advised to call back to complete troubleshooting. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.